Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) pt has died. The pt's widow asked the boston scientific crm technical services department if his device was on any alerts. The pt reportedly went missing for 2 days, and was discovered in a muddy, watery area. Shocks were allegedly still being delivered by the device when he was discovered. The widow claims that her husband's head was being thrust forward by these shocks. The widow also alleged that since implantation of her husband's device, he experienced memory loss, which she attributes to the device not getting enough oxygen to his brain. The wife alleged that the device contributed to the pt's demise.

Manufacturer narrative:
Not returned. Technical services informed the widow of the advisory status of her husband's device, and discussed how shocks can cause muscle contraction when pts are alive or shortly after death. Technical services referred the widow to the following physician to discuss the possibility of a link between device function and the pt's reported memory loss. It was mentioned that the ICD may have been explanted by the funeral home. Technical services requested that the device be sent to the following physician and then returned for analysis, if possible. Several requests were made to the field for add'l info; however, the local boston scientific crm field representatives were unable to provided add'l detail. This event will be updated if any add'l info becomes available.